Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of reviewing reprocessing steps provided by the user, no information to judge obvious deviation from IFU was obtained. The culture test result at the third-party labs provided by the user: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: ~2 cfu/endoscope. Bacterial identification: pseudomonas sp. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. No bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to 9610595-2024-22151.

Event description:
The customer reported having used the colonovideoscope on six patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.